Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. Customer's blood glucose was 472mg/dl at the time of incident. Customer treated herself with insulin pump and manual injection. Customer also stated the sensor was not connecting with insulin pump. It was working fine and then got cannot find sensor signal alert. The sensor will be replaced and is expected to return.